Event description:
Meter was reading inaccurately low and inaccurately erratic. Patient obtained results of 55 and 52 on the reported meter while having no symptoms of low or high blood glucose level. Patient also obtained results of 68, 236, and 39 mg/dl on the meter within 10 minutes of each other. The patient ate food and/or drank beverage after use of the meter. Patient went to see physician as a result of the low readings. Results obtained at the physician's office were not provided. The patient received no treatment. The physician instructed them to increase their medication. There is no indication that the patient experience injury or medical intervention due to the product. The customer care representative walked the patient through control solution testing and obtained erratic control solution results; the specific results were not provided. The control solution was not older than the discard date. Based on the failed control solution tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.